Event description:
A size 20/3 inflatable balloon tamp (ibt) was used to reduce a vertebral body compression fracture. This ibt is rated for 6 cc maximum inflation. The ibt was overinflated to 7 cc. At 7 cc, the balloon portion of the ibt burst. Upon extraction of the ibt from the vertebral body, fragments of the balloon portion of the ibt were missing. These fragments included plastic material and metal marker bands. Extraction of the device fragments from the vertebral body was attempted, but the surgeon decided to fix the device fragments inside the bone. The ibt performed as intended. No know impact on pt.